Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that x-ray shows the right atrial (ra) lead had dislodged into the right ventricle (rv) post implant. The lead was r epositioned and remains in use. No patient complications have been reported as a result of this event.